Event description:
A surgeon reported a pt had increased intraocular pressure (iop) two days following glaucoma filtration surgery with shunt implantation. He also reported the bleb was not formed enough and suspected the iop was increased as a result of the device being clogged. The shunt was explanted and a trabeculectomy was performed. Add'l info was received that indicated the pt had been hospitalized for one month beginning two weeks prior to the event. Treatment for the increased iop was needling, message and suture lysis.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the device history record (DHR) review indicated the product met released criteria. There have been no similar complaints reported in the lot number. (B)(4).